Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The unit powered up properly after battery installation, and its operating currents are within spec. There were no unexpected battery out limit alarms noted. The following cosmetic damage was also found on the pump: cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a shifted end cap sticker. (B)(4).

Event description:
Customer reported via phone call that she received a battery out limit alarm on her insulin pump. The patient's blood glucose at the time of incident is unknown. The customer hit bolus on her insulin pump by accident and she was unable to clear it, so she took the battery out and received a battery out limit alarm after about a minute. She attempted to clear the battery out limit but the keypad became unresponsive. Troubleshooting was initiated for the battery out limit and the keypad anomaly. The customer stated that she was wearing a dress on a hot day and sweated on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.